Manufacturer narrative:
Medivators field service engineer (fse) observed this facility using modified hook-up connectors in their dsd-201 automated endoscope reprocessor (aer). It was also reported that the dsd-201 aer was not programmed per the IFU for maxicide opa. The facility's aer was not programmed to heat the chemistry, soak time was set for only 5 mins versus 10 mins, and they were only using 2 rinses versus 3 as directed on the disinfectant labeling. This could potentially lead to cross contamination between patients or chemical colitis due to improper reprocessing of endoscopes. Medivators fse informed the facility of the importance of appropriate hookup connection and made recommendation to order the appropriate hookups which have been qualified for use in the dsd-201 aer. The fse reprogrammed the aer for appropriate use settings with maxicide opa high level disinfectant. It is unknown how many scopes were reprocessed using the modified hookup connectors or at the wrong hld settings. To date, there have been no known reports of patient illness or injury. This complaint will continue to be monitored within medivators complaint system.

Event description:
Medivators field service representative observed the facility modifying and altering dsd-201 aer hook-up connectors for use in reprocessing endoscopes. It was also observed that the facility did not have the dsd-201 programmed appropriately for use with maxicide opa disinfectant. This could potentially lead to cross contamination between patients or patient chemical colitis due to improper reprocessing of endoscopes.